Manufacturer narrative:
A visual examination of the returned device found that the working length was twisted. The cut wire was found to be intact. Functionally, when bowing the device it would not bow due to the twisted working length. Electrical testing found that continuity existed between the 2-in-1 connector and the exposed cutting wire, which allowed proper conductivity across the device; the measured cutting resistivity was within specification. The outer diameter (od) of the exposed cut wire was measured and found to be within specification. During evaluation the complaint could not be verified. Therefore, the most probable root cause is not confirmed. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that a autotome rx sphincterotome was used during a endoscopic sphincterotomy (est) procedure. According to the complainant, during the procedure, the physician attempted to cut the papilla but was unsuccessful. The physician suspected the device was unable to conduct electric current. The procedure was completed with another autotome rx sphincterotome.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a autotome rx sphincterotome was used during a endoscopic sphincterotomy (est) procedure. According to the complainant, during the procedure, the physician attempted to cut the papilla but was unsuccessful. The physician suspected the device was unable to conduct electric current. The procedure was completed with another autotome rx sphincterotome.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.